Manufacturer narrative:
(B)(4). Batch # r58d8w. Investigation summary: the analysis results showed that one cr40g reload was received fully loaded with staples; in addition, the anvil and washer were detached, making the reload non-functional. No functional test was performed due to the condition of the device. It should be noted that to reload the device insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is 2019. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection procedure, the contour reload was fired and the "pins were malformed and stapled was not complete." Completed procedure using another cartridge. There was no patient consequence.